Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited no image. The issue occurred at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d8, e1, h2, h3, h6, h11. Corrections: e1, (first name, last name, initial reporter establishment name, address 1, address 2, city), fax number (null). This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s allegation was not confirmed. Based on the results of the investigation, it suggests probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.